Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station server was not receiving orders. The technical support specialist (tss) checked the interface server to see if messages were stuck. Then the tss called the customer and advised to reach out to the information technology team to verify whether messages were leaving their system. The tss also reported that none of the devices were allowed the remote smart service agent to download and informed to the customer that remote access was also not functioning properly. The tss logged into cce application server and used message tracing with the filter and confirmed that order messages were current, indicating that the issue had been resolved. The customer also verified that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the devices were not getting new orders and patients. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.